Event description:
On 7/11/94, the pt was admitted for a radical prostatectomy. At the end of the surgical procedure, a surgical drain was left in place. On 7/15/94, the surgeon removed the drain. Upon removal, it was noted that the drain was not fully intact and that a portion of the drain had remained in the pt. The pt subsequently returned to surgery and the retained portion (15.6x.7x.3 cm) was removed intact. The pt was ultimately discharged in good condition.